Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, broken shell, missing piece of the shell, crease fold and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a broken striated in the posterior side, missing piece of the shell and delamination. Based on the device analysis the final assessment is: -a striated broken in the anterior side assessed as surgical damage. - delamination of the diaphragm valve assessed as adhesive failure. -missing piece of the shell assessed as inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted. Fi: review of all complaints of a050401 (fluid leak) for the period of aug 2019 through jul 2021 related to date opened indicates that 9 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: b5, d1, d4, d6b, d9, g1, h3, h4, h6.